Event description:
Wife reported patient fell out of bed. Wife called non-emergency triage (B)(6) after hrs. This was called to have help with picking patient up off the floor. Negative covid 19. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).